Event description:
It was reported that the when the surgeon tightened the adjustable clamp on the guide rod, the metal underneath the hex nut broke. Guide rod was unable to be tightened. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the part beneath the hex nut is indeed broken off. We do suppose that far too much mechanical force (over tightening of the hex part) has been applied and resulted in the breakage of the leaver.